Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called to report that the insulin pump was malfunctioning and the customer had high blood glucose readings. The caller stated the doctor confirmed the insulin pump was malfunctioning. The customer had high blood glucose reading of 500 mg/dl and treated with a manual injection by his doctor. Caller stated the insulin was not coming out. Customer's blood glucose reading during the call was 490 mg/dl. Customer's symptoms included abdominal pain and ketones. The caller did not have the insulin pump on hand and stated would call back later. The caller called back to perform troubleshooting and did not find any problems. The caller requested a replacement insulin pump per the doctor's instructions. The caller stated the customer's blood glucose reading had gone down to 177 mg/dl after delivering a bolus from the insulin pump. The customer's device was replaced, and will be returned for analysis.